Manufacturer narrative:
This report is submitted on january 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at implant site and a lack of clinical benefit leading to device non use; subsequently the device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on march 13, 2017.